Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It has been reported the surgeon had a situation where the cul-de-sac had a significant amount of blood in it and blindly grasped the bowel instead of the cyst they intended to retrieve. The surgeon was speculative that the sharp edge could have cut the serosa. Since the patient got injured, the case is deemed as reportable.